Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was able to use the programmer and verify stim was currently on. Patient stated she was on program 2 @ 1.6. Patient stated she was not currently feeling stim. Patient turned off stim but did not notice any change in the pain. Patient turned stim back on and will contact the doctor. The patient experienced lower back pain. The change in symptom/therapy was considered sudden. Patient stated she was getting out of bed and she got a sharp pain in the lower back. Patient stated a little above the implantable neurostimulator (ins) site on the left side. The patient stated this is a new pain. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that circumstances that led to the lower back pain were when they sat on a bench at church. Pain medications were taken to resolve the lower back pain. The lower back pain was so far so good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.